Event description:
It was reported on (B)(6) 2019 that the stoma does not grow closed right after the tube placement and on (B)(6) 2019 it was reported that the stomach and inner abdominal wall are not growing together. Gastric acid was coming from the inside out.

Manufacturer narrative:
Reference record: (B)(4). Event: additional information.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient has pain at the stoma site. In addition the crp value is increased. A smear will be taken and the patient received an unspecified antibiotic. On (B)(6) 2019 it was reported that the peg/pej were removed so that the wound can heal due to the patient has pain at the puncture site. It is planned to implant the new peg / pej in 4 weeks.